Event description:
In 2007, patton medical devices was notified that an I-port patient had been admitted to the hospital, while wearing an I-port. Patient was admitted to the hospital at a result of high blood glucose levels (bgls) and high keytone levels. Patient bgls were measured at 490 when admitted to the hospital. The device worn when admitted to the hospital was the first I-port applied and worn by the patient. Mother checked patient's blood glucose levels (bgls) between 6-8 times per day, while wearing the device. Mother confirmed the bgls were high every time she checked the 6-8 times the first day, but "thought they were going down and just assumed it was ok." The next day, patient's bgls were tested by an employee of the school, that the patient attends. School employee noted high bgls and high keytone levels. School employee contacted a diabetic center and diabetic center recommended taking patient to the hospital. Patient was then taken to the hospital, treated, and released. Caller described cannula as "bent in an l shape" upon removal. No permanent effects to user.